Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had keypad issues as the up and down arrow and select buttons were not responding. The customer blood glucose level was 279 mg/dl. The customer was assisted with troubleshooting. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow did not allow them to navigate screens. Customer states using the down arrow did not allow them to navigate screens. Customer states the issues frequency was brand new insulin pump and was going through programming of insulin pump with start right and issue was continuing. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.